Event description:
It was reported that stent deployment issues occurred. The 99% stenosed target lesion was located in the mildly calcified left anterior descending (lad) artery. Predilation was performed using a 2.5x12 non-bsc balloon catheter. A 3.50x28mm promus premier¿ stent was selected and advanced to the target lesion. The stent was inflated, however, it would not inflate above 8 atmospheres. The inflation device was refilled with additional contrast and was inflated for the second time. The balloon of the delivery system was still unable to inflate the stent above 8 atmospheres. The stent was then deployed; however,it was noted that the stent was undersized. A 3.5 mm unspecified balloon catheter was advanced to dilate the stent. The stent was expanded and the procedure was successfully completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).